Event description:
Caller states that he tested 3.3 inr on the coaguchek xs system and 2.5 inr on the comparison lab. Caller states that his treatment was to leave his coumadin dosage the same as it was based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller stated that the strip vial is empty, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.